Manufacturer narrative:
There was strong resistance inside the dpu sheath; so it was removed for safety before deployment. After removal, the presidio 18 cerecyte microcoil 8 mm x 30 cm (pc418083030j/j10373) was checked and had resistance inside the sheath as the doctor said. It was noted during analysis that the coil was returned severely damaged (buckling and compression). The coil was returned severely damaged. The multiple sections of coil damage shows buckling and compression. The evidence suggests that distal interference most likely caused the coils resistance during advancement. The source and location of this interference cannot be determined. In addition, without the return of the renegade microcatheter (details unknown) and the hemostatic valve used in the procedure, it cannot be determined if these components contributed to the complaint event. Based on the information and the analysis, the event was confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Concomitant medical products and therapy dates: renegade microcatheter (details unknown).

Event description:
There was strong resistance inside the dpu sheath; so it was removed for safety before deployment. After removal, the presidio 18 cerecyte microcoil 8 mm x 30 cm (pc418083030j/j10373) was checked and had resistance inside the sheath as the doctor said. It was noted during analysis that the coil was returned severely damaged (buckling and compression).